Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the customer central control monitor (ccm) to lose the backlight to the screen intermittently. It was determined that the backlight inverter board was faulty. The product was sent to service to be brought to the manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the perfusionist, the issue happened shortly after the system was started up. He had selected the program which he was going to use for the procedure that day. Everything seemed normal. He began setting up the disposable supplies on the machine when he noticed that the screen went blank. He shut it down and restarted and again the display appeared normally. He finished setting up and turned on alarms and sensors for pressure and everything looked normal. A few hours later before the procedure began the screen went blank again. No alarms set off and the main arterial head pump was still running as normal as were all the other roller heads with no indication for not having computer control as is always indicated on each pump head before program is selected. The perfusionist restarted the unit again with the main power switch. Again, the screen appeared normal and he reset the alarms. After five minutes, the screen went blank and it was at that time he made the decision to get a new heart lung machine (hlm) prior to the start of the procedure. Per the field service representative (fsr), he verified that the ccm was dead upon arrival. He replaced the ccm. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the display screen of the central control monitor (ccm) went blank with a grey background. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.